Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl procedure, the screw broke when it was about 15mm into the tibial tunnel. Additional information provided 7/3/2018: not all the fragments were recovered. Part of the fragmented screw remained inside the patient. Distributor is trying to communicate with the patient in order to obtain x-rays.